Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. No appropriate branch of the lateral vein was noted. The lv lead was explanted and replaced. This patient is a participant in a clinical study. No patient complications have been reported as a result of this event.